Event description:
Customer reportedly received results of 265 mg/dl and 90 mg/dl within 10 mins on the aviva system. Low blood glucose symptoms reported with these results; customer self treated. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.